Manufacturer narrative:
The reported event of unable to loosen the a-setscrew to disconnect the lead was confirmed. Analysis revealed the a-setscrew had been over-torqued by the physician at implant. Due to the over-torque the setscrew could not be untightened during the procedure. The setscrew could not be untightened during lab testing and had to be machined out. The stuck lead could then be normally removed from the connector once the setscrew was removed. The over torque was done in the field by the physicians at time of implant. This is a user related anomaly.

Event description:
Related manufacturer report number: 2017865-2023-51758. It was reported that the patient presented for an implant procedure. It was noted that the right atrial (ra) lead repeatedly dislodged during the procedure so the physician decided to replace it with a screw-in ra lead, but the initial ra lead could not be unscrewed from the pacemaker after trying many times. The pacemaker was eventually replaced with a new one. The patient was stable.